Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation, rash, lump/nodule, fever, throwing up, diarrhea¿.

Event description:
Patient reported right side deflation, lump/ nodule "ball" under right armpit", and skin rash. Patient additionally reported fever, throwing up, diarrhea, and suffered a personal injury; which are not device related. Device remains implanted.

Event description:
Patient representative addiotnally reported pain, chest pain, aches-ndr, itching-ndr, back pain, neck pain-ndr, lymphadenectomy and breast infection, pupura-ndr, arethymia-ndr, severe emotional distress and anxiety, fear of breast cancer, sickness and loss of hope-ndr, and chills, imbalance, nausea, frequent urination, ketones, blood in urine and high sugar-ndr.

Manufacturer narrative:
The events of lymphadenopathy and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.